Manufacturer narrative:
No device and no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Medical records were received and reviewed and the investigation of the reported event is currently underway. Medical records review: patient presented with a type a aortic dissection and bilateral pulmonary arterial clot. On (B)(6) 2008 a vena cava filter was deployed successfully for protection of bilateral pulmonary embolism and dvt. Over the next four years multiple surgeries were performed on the aortic type a dissection to add grafts and replace grafts in the aortic arch, bronchial cephalic vessels, and descending thoracic aorta aneurysms. Multiple CT scans were performed to identify the type a aortic dissections and the aortic aneurysm. Approximately four years post filter deployment allegedly a CT scan demonstrated some filter limbs perforating the ivc wall; although, the radiologist reports for the CT scans did not identify filter limb perforation. No images were provided with the medical records. No reported attempts are made to remove the vena cava filter. The patient status this time is unknown. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately four years post vena cava filter deployment, following multiple surgical procedures for a type a aorta dissection; allegedly, a CT scan identified some filter limbs outside the ivc wall. No attempt was made to capture and retrieve the vena cava filter. The patient status this time is unknown.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was no returned. The medical records allege the filter to be in good position. The radiologist reports for the CT scans did not identify filter limb perforation. There was no mention of an attempt to remove the filter. Based on the medical records, the investigation is inconclusive for perforation of the ivc. Labeling review: the current IFU (instructions for use) states: potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: perforation or other acute or chronic damage of the ivc wall.